Manufacturer narrative:
(B)(4). The customer returned one 6fr introducer sheath and lidstock for analysis. The dilator was not returned. Upon receipt, a non-arrow straightener component was inserted into the distal hub of the sheath. Signs of use were observed. Three attempts were made to acquire additional information from the customer. No response was received. Visual analysis revealed no defects or anomalies on the returned sheath. The inner diameter of the hemostasis valve cap measured 0.1455" which is within the specification limits of 0.144"-0.147" per product specification drawing. The returned sheath was functionally tested using a lab inventory 6fr dilator. After removing the non-arrow straightener from the distal hub of the sheath, the dilator was inserted. No resistance was encountered. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user "do not use if package has been previously opened or damaged." The report of a split dilator could not be confirmed through examination of the returned sample. The customer returned one 16fr introducer sheath and non-arrow straightener for evaluation. The dilator was not returned. Visual analysis of the returned sheath revealed no defects or anomalies. The returned sheath passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. Three attempts were made to acquire additional information, but no response was received. Without the dilator to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the md found the dilator split. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md found the dilator split. So, the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".